Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor implanted (B)(6) 2019 product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted prophylactically. The lead subsequently tested out-of-specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.